Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the near syncopal patient presented to the ER after receiving multiple shocks. Review of egms showed that the patient had been experiencing an svt rhythm. A third high voltage shock was initiated but was aborted. The device and lead were replaced.